Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, increasing and high impedance. A calcification issue is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2015, rv pacing impedance measured 5680 ohms in a trend rising from 1800-1900 ohms (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.